Event description:
Patient reported several days of right eye pain, watering eyes and headaches. Patient was diagnosed with right eye corneal abscess, ulceration, perilesional keratitis and conjunctivitis. The abscess did not involve the central optic zone of the cornea. The conjunctival culture was positive for moraxella. The culture was sterile for the lenses and contact lens case. Patient was treated for 8 days with topical antibiotics (ciloxan drops and ointment). Patient fully recovered with no impact on the visual acuity.

Manufacturer narrative:
The product is not available for evaluation. A review of the lot device history records show that all requirements were met. The doctor did not report if the event was related to a specific product. Based on the information, no root cause can be determined and no conclusion can be drawn.